Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had a myocardial infarction. The event is serious and is possibly related to vitaria system other. The event has not yet recovered/resolved. No additional relevant information has been received to date.

Event description:
The event of myocardial infarction was reported to be possibly related to rationale post-surgical complication. It is also reported that it is possibly related with rationale of ischemic cardiomyopathy; coronary artery disease. It was further reported that patient had experienced ae 2 of congestive heart failure exacerbation starting on (B)(6) 2022. The event is possibly related to vitaria system other with rationale post-surgical complication. It is also reported that it is possibly related with rationale of chronic heart failure history with severe lv dysfunction; post-mi complication.

Manufacturer narrative:
B2. Outcomes attributed to adverse event - correction - death date was not updated to on (B)(6) 2022 on supplemental # 2.

Event description:
Further information provided states patient passed away from myocardial infarction with event possibly related to vitaria system. No other relevant information has been received to date.